Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4).

Event description:
The customer reported the compressor is very noisy and can hear friction inside the compressor with loud vibration and volume delivery is out of spec on the avea ventilator. The customer stated the unit was on a patient during use however, the customer removed ventilator with and placed on another ventilator with no patient harm.